Event description:
ICD implantation. After lead positioned in rva, the anchoring sleeve was noted to have migrated down between proximal and distal coil. During attempt to pull lead back, the sleeve dislodged from the lead, and went into l pulmonary artery. Pt urgently transferred to angiography suite where the sleeve was removed.